Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported going to the hospital emergency room due to experiencing nausea, heartburn and having an infection at the infusion set (unomedical) insertion site. Although customer stated that the hospitalization was related to an antibiotic taken and not diabetic issues; she was experiencing low blood glucose of 41mg/dl which was treated with food ingestion. Nothing further reported.